Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan to report the one touch ultra meter had reverted to the setup mode. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 at 11:00 am the patient noted the reported meter had reverted to the setup mode immediately after a battery replacement; he was unable to test his blood glucose level. According to the owner's booklet, this meter may display the setup mode after the battery is replaced to allow the user to update the settings if necessary. Thirty minutes afterwards, the patient experienced the symptom of "cold sweats." The patient did not seek any medical attention or treatment. The issue was resolved with patient education and troubleshooting. The meter and test strips were replaced. There was no evidence the meter was not functioning appropriately. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia after the meter issue occurred, this complaint is being reported.